Event description:
It was reported that the hl20 was not working on batteries. The event occurred during a routine check. During service it was identified that the batteries were overdue for replacement and that the error message "error head" was also displayed. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the hl20 was not working on batteries. The event occurred during a routine check. During service it was identified that the batteries were overdue for replacement and that the error message "error head" was also displayed. No harm to any person has been reported. A getinge field service technician (fst) was sent for investigation and repair on 2024-01-22. The batteries will be replaced. In regards to the failure errror head the fst reset the connections of all circuit boards, cleaned the strobe foil & carbon bushes which solved the failure. No parts were replaced in regards to the "error head" failure. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. In regards to the failure error head the getinge field service technician reset the connections of all circuit boards, cleaned the strobe foil & carbon bushes, which solved the failure. The failure could be linked to the following most probable root cause according to the hl 20 risk management file: failure of pump control board defective/ dirty tacho, relay or pump belt the most probable root cause for the failure "not working on batteries" could be determined as overdue batteries, since the service interval of 12 months was exceeded as confirmed by the getinge field service technician (refer to communication grid). According to the instructions for use of the hl 20 the user shall always check the battery voltage before every treatment by using the hl20 in battery mode. Also when not in use, the hl 20 must always be connected to the power supply and the "console" master switch must be switched on, in order to ensure the batteries are always fully charged. If stored for extended periods (with or without connection to an external power supply), the batteries can discharge slowly. Therefore the user has to check the battery capacity every six months and should recharge fully discharged batteries immediately. The review of the non-conformities has been performed on 2024-02-06 for the period of 2016-02-24 to 2024-01-18. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2016-02-24. Based on the results the reported failure ¿not working on battery¿ and "error head" could be confirmed. The user will be informed by the sales and service unit about the investigation results. In order to avoid reoccurrence of the reported failure, the getinge sales and service unit was advices to make the customer aware of the instruction for use and the service manual of the hl 20. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.